Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. As received, the rear response button was intermittent. The cause of the non-functional response buttons is the intermittent rear response buttons. The root cause of the intermittent rear response button cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.